Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
During the procedure the equipment broke and there is possibility that tiny piece of the metal has been left in the patient.